Manufacturer narrative:
This report is submitted may 10, 2017, (B)(4).

Event description:
Per the clinic, the patient developed skin irritation and an infection at the abutment site. Subsequently, the patient was treated with antibiotics (date and duration not reported). The implanted device remains insitu.